Event description:
Provider alleges the consumer alleges the scooter tipped over allegedly causing the consumer to fall out and land on his knee.

Manufacturer narrative:
The alleged tip over could not be duplicated.

Event description:
Provider alleges the consumer alleges the scooter tipped over allegedly causing the consumer to fall out and land on his knee.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.